Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Due to the observed condition of the device, the investigation was deemed compromised as a result of the device being tampered with. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.